Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/09/2019. The product support engineer (pse) troubleshooting this issue with the customer over the phone. The issue was isolated to be in the blower back and a slight leak from the pressure lines up to the machine and proximal pressure transducer. The customer was advised removing the data acquisition (da) printed circuit board (pcb) and apply krytox to the transducer grommets. The pse suggested isolating the flow sensor assembly and retesting. The customer reported back that the gas delivery system (gds) was replaced. The ventilator passed all testing and was returned back in service. A blower motor was return for analysis. An investigation was performed and the failure of silicone sealant of wire harness to motor body caused leak testing to fail, repair of sealant remove all leakage failures.

Event description:
The customer reported the ventilator was failing the leak test on performance verification tests (pvt). The ventilator was not in use on a patient at the time of the event occurred.